Manufacturer narrative:
The reported event of clip failed to release from catheter. A visual examination of the suspect device could not be performed as the complainant indicated that the device was disposed. A review of the device history record (DHR) was performed; no anomalies were noted. Based on the details of the complaint, is it probable that the failure to release the clip from the catheter was due to anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context.

Event description:
Note: this report pertains to the fourth of five complaints that occurred during the same procedure. Refer to manufacturer report #s 3005099803-2011-00281, 3005099803-2011-00282, 3005099803-2011-00283 and 3005099803-2011-00285 for the associated device reports. It was reported to boston scientific corporation on (B)(6), 2011 that five resolution clip devices were used to treat a bleeding ulcer in the colon on (B)(6), 2010. According to the complainant, the patient was "spurting blood" from an ulcer in the colon. During the procedure, once the clips were deployed, they would not detach. This issue occurred with a total of five resolution clips. The procedure was completed with a different device. There were no reported complications; the patient was in "stable" condition post procedure. Several attempts to ascertain further details, including patient and follow-up procedure information, have been unsuccessful to date.